Manufacturer narrative:
(B)(4). Batch # r92v13. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colectomy procedure the white pad peeled and fell off. It was unknown if it fell into the patient, however it was retrieved. Unknown if it will be returned with the device. The procedure was completed using a like device of the same product code. There were no patient consequences reported.